Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing at 374,225 joules of use. The procedure was completed using a second fiber. The pt's outcome was reported as "ok, no harm to pt".

Manufacturer narrative:
(B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.